Event description:
Pt/clinic staff exposed to leaking chemotherapy due to faulty equipment/equipment failure of home infusion pump device (product: dosi-fuser: portable elastomeric infuser pump. MFR: leventon/a werfenlife company). This is not the first time this has occurred with this specific product type. It was hoped this type of equipment failure was a fluke; however in the past two weeks, our center has had issues with 5 other pumps leaking chemotherapy onto patients, nurses, and other staff. This type of exposure to chemotherapy is unacceptable and warrants investigation into this manufacturer and this device.